Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtmr). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, an error occurred with the master tool manipulator (mtm). The customer disabled the mtm. The technical support engineer verified the presence of an error in the logs and advised the caller to shut the system down and disconnect the faulty surgeon side console and restart the system. The system started up with no errors. The procedure was completed with no reported injury.